Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8590-1, lot# n111781, implanted: (B)(6) 2007, product type accessory. (B)(4).

Event description:
A motor stall was reported to have occurred on (B)(6) and a tube set was noted on (B)(6). It was thought that the patient had an MRI on (B)(6), and that the patient's pump was not interrogated after the MRI and reported motor stall on (B)(6). Interrogation of the pump revealed a motor stall recovery at the time of interrogation on (B)(6). The patient was noted to be 'feeling fine.' The medications used within the system were bupivacaine and dilaudid. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.